Event description:
The report from the field indicated the pt was status post non-q-wave mi approx 2 weeks prior to the sat (approx. 2003) and who had undergone coronary stenting at that time. The pt reportedly had stenting to the lad with cypher stents and also stenting of the circumflex posterior descending artery with a palmaz stent. The pt presented to the hospital's emergency room the following month approx 36 hours after experiencing chest pain after a small automobile accident. The pt was found to have, by cardiac enzymes, a myocardial infarction, non-st elevation. The pt's EKG showed a q-wave in v1, v2, v3, poor r-wave progression in v5, v6. The EKG also showed a right bundle branch block and sinus rhythm in the sixties. The pt was started on heparin, aspirin, their beta-blocker and angiotensin-converting enzyme inhibitors and scheduled for urgent cardiac catheterization. The pt underwent diagnostic cardiac catheterization the next day from the left groin without complication. The findings from the catheterization were as follows: the left ventricular ejection fraction was 25-30% with an lvedp of 25 mm hg. There was a 20% left main stenosis. The lad was 100% occluded in its proximal segment. There was reported to be in-stent thrombosis and left-to-left collateral filling of the lad from the left circumflex system. The left circumflex artery was described as a large dominant vessel that gave rise to a few obtuse marginal branches. The vessel also gave rise to the posterolateral and posterior descending artery branches. There was reported restenosis of the stent at the bifurcation of the circumflex and posterior descending artery branch. There was reported diffuse disease in the posterior descending artery and a 60% ostial circumflex stenosis. The product will not be returned for testing and analysis; however, the engineering eval is not yet complete.